Event description:
It was reported that the ilet system experienced a charging problem in which the pump did not charge and the green indicator light did not illuminate when connected to multiple outlets, and a replacement charging pad initially lacked a cord and also failed to charge when used with the prior cord, indicating an issue related to the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user and analysis of information provided by the user for investigation. Investigation of this case revealed a power source problem consistent with a charging malfunction of the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.